Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was down to 30 mg/dl and current blood glucose level was 90 mg/dl. Customer was treated with juice. Customer also reported that the reservoir had leak and over delivering. Customer stated that fluid in reservoir compartment. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will be and reservoir will not be returned for analysis.